Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were fond during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been two other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration shunt implantation procedure, the device was touching the iris. There was no harm to the pt reported.

Manufacturer narrative:
(B)(4).

Event description:
Six months after shunt implantation, the patient had increased intraocular pressure (iop). Three different glaucoma medications were prescribed as treatment. An additional different model tube shunt was implanted one month later. The patient was noted to be recovered after the additional surgical intervention.